Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to an interventional endograft repair procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly the device did not capture, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 12f and 16f for the endograft repair procedure. The endograft repair procedure was completed and hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.